Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked on (B)(6) 2025, the patient came to our hospital with a request to terminate her pregnancy due to 50 days of menopause; the patient requested a painless abortion, which required the establishment of intravenous access; after the establishment of the intravenous access, fluid was found to be flowing from the handle of the closed intravenous indwelling needle, which made it unusable, and it was immediately withdrawn and replaced with a replacement intravenous indwelling needle for reperforation.

Manufacturer narrative:
1.the customer did not return samples and photos. 2.production record check (lot#4198340): 1)this batch of products will be assembled in jingma automatic line 2 in august 2024 and packaged in cfs packaging line in august 2024. The number of work orders is (B)(4) pieces. 2)isolated plug incoming inspection, no abnormal appearance and size, in line with the requirements of incoming inspection specifications. 3)800 leakage tests in process testing and 32 leakage tests in shipment testing, the test results are in line with product standards. 4)in the production process, there is no conformity, deviation or rework behavior. 5)isolation plug assembly equipment without abnormal maintenance. 3. Cause investigation: 1)the retained sample of this batch was taken for related tests: 800mm simulated clinical leakage test. The test passed and no leakage was found at the isolation plug. Conclusion: there is no abnormality in the product process, all the test results are in line with the requirements of the product specification, the customer has not returned samples and photos, the root cause cannot be analyzed at present, the factory will continue to pay attention to the situation

Event description:
No additional information available.